Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, , model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7987688. Common device name: kit implantable slim tip lead, , model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7987688.

Event description:
It was reported that the patient's right l5 and left s1 drg leads had migrated due to which the patient was unable to set their ipg mode. As a result, surgical intervention may take at a later date to address this issue. It is unknown which two leads had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The report of "low impedance" was not confirmed. Analysis and testing of the lead b found it passed continuity resistance and isolation resistance testing. The report of lead ¿migration¿ was not confirmed. Confirmation of ¿migration¿ by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, both leads were explanted, and one was replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott a patient had low impedance on their s1 lead preventing MRI mode from being enable. The rep reported the rl5 and ls1 had migrated. The physician planned on performing a full system revision. There were no allegations against the ipg. The patient was getting coverage but they physician felt it could be better if it was repositioned since they would already be revising the leads. Surgery is still pending scheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported on (B)(6) 2025, the patient¿s drg ipg and one of her drg leads placed at left s1 were replaced. The physician removed the drg lead from the right l5 that had migrated, but he was unable to replace it. After several attempts to place the lead, the physician observed csf coming out of the needle so decided not to continue attempting to place the lead. Instead, he placed a port plug in port 4. There were no high impedances and effective therapy was restored. The physician requested a letter to understand why one of the explanted leads was discovered.